Event description:
It was reported that the patient that the patient was in the hospital for an issue unrelated to their implantable neurostimulator (ins) device or therapy and turned off the stimulation last (B)(6) 2014. It was clarified that, while in the hospital, the patient had a ¿scope down her heart¿ and then they restarted their heart (cardioversion/defibrillation) to get the ¿rhythm back in synch¿. When the patient went to turn the device back on they observed a ¿call your doctor icon¿ with a power-on-reset (por) condition. They were also unable to adjust the stimulation. The patient had a regular follow up appointment with their doctor follow up information received from the healthcare professional (hcp) 2 days later confirmed that the hospitalization was unrelated to the ins device and that the patient was unable to reprogram the device or to make adjustments after it was turned off. It was noted that the event did not require hospitalization and the patient outcome was reported as no injury. Additional follow up information received from the patient 9 days later reported that they received assistance from the hcp and the manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v248486 serial# implanted: (B)(6) 2009, product type: lead. Product ID: 3037. Serial# (B)(4), product type: programmer, patient. (B)(4).